Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Therefore, the device was not requested for return. It is to be noted that the 23mm thv was replaced with a 19mm surgical valve. Based on the available information, the root cause of the thrombosis appears to be related to patient factors (patient/annular size) and procedural factors (valve not being fully expanded possibly due to patient prosthesis mismatch, resulting in turbulent flow). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Edwards received notification from a field clinical specialist (fcs), that approximately 10 months after implantation in the aortic annulus, a 23mm sapien 3 (s3) valve was explanted due to prosthetic valve thrombosis. The patient received a surgical valve (unknown type/size) and was doing well. Post deployment the s3 valve mean gradient was 9mm by echo but had progressively climbed over time. The patient was given eloquist for a duration, but the gradient continued to rise after cessation. Per report, based on intraoperative findings: the root cause of the high gradients was thrombus formation in all 3 sinuses of the valve. The thrombus was fairly organized. The valve looked to be incompletely deployed on CT prior to the operation and this caused the usual turbulence as the valve closes at the beginning of diastole to incompletely clear the sinuses resulting in stasis. It was also noted that the patient was only 4¿9¿ and the CT measurements were squarely in the 23 mm s3 range. At operation the surgeon was only able to put in a 19 mm mechanical valve which was snug. CT done 18 months after (when she presented with high gradients) looked like the valve was not fully deployed despite looking well deployed on fluoro at the time of implant.